Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per time stamp). The reported event date was not captured in the log file. On (B)(6) 2023 at 14:31 following startup while operating in bios mode, a ¿system alert: s3¿ alarm activated. The console was power cycled. At 14:38 and 14:40, a ¿system alert: s3¿ activated. There were no other notable events active in the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) for evaluation. The console was plugged in for testing and the reported s3 alarm was reproduced before being sent to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the console was connected to a calibrated test motor, flow probe, monitor, and mock loop. The console was operated for an extended period of time at various speed and functioned as intended. There were no issues or alarms observed during testing. The reported s3 alarm was unable to be reproduced again during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ states how to properly interpret and troubleshoot all system alarms including s3 alarms. The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ states to replace the battery every 2 years. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console had an s3 error. The alarms did not resolve so the device was exchanged and would be returned for evaluation.

Manufacturer narrative:
Further information was received indicating this event was supplemental. This was originally reported under manufacturer reference number 3003306248-2022-14532. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.